Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor updating alert and thought the transmitter needed to be charged. Customer's blood glucose was 253 mg/dl at the time of the incident. High blood glucose was treated with insulin pump. The customer was advised it may have been caused by an incorrectly inserted sensor or a sensor damaged at insertion. During troubleshooting the customer stated the filament was missing. The customer was advised the sensor will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The sensor was inspected and the continuity resistance test was performed. The sensor passed per specifications. The sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. The sensor was connected to the transmitter and placed in 100 bts solution and confirmed the communication icon was displayed. The transmitter was flashing while connected to the sensor and the sensor functioned properly.